Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant, the pulse generator exhibited an output anomaly. The patient experienced asystole. The device was explanted and not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.